Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that two reservoirs were malfunctioning. The caller stated that one incident happened a year ago and the other one was last week. The customer was unable to draw insulin and it came apart. The customer did not have the reservoirs to return. Advised the customer to call right away and to hold the product for proper troubleshooting. No further information was provided.